Event description:
Customer has owned unit for over a year. He charged unit once a week overnight. He uses it on the highest setting, worked up to it over several months. Had charged overnight removed the charger, when he turned it on, he then heard a 'bang', 'smelt' smoke, hand was shocked, hand tingled, + chrome popped off. The face plate is warped now. Hand tingles happened afterwards. Never used in the shower. Cleaned a few times the year with vinegar. Never dropped. Did not see a doctor, tingling only happened for about a half hour. He did not have any property damage.